Event description:
It was reported that during a hepatic transplant procedure, the instrument did not cut nor suture and the "fauces" (throat) could not be opened, because there was some risk of damaging the vase and injurying the pt very seriously. The physician then contacted immediately the sales rep, who asked him to open the plastic part of the instrument using a sterile instrument and then unlock it safely into the pt, which worked properly. The pt is ok and the artery did not have any damage. Finally, the vase was linked with endogia without any problem. There was no adverse pt consequence.

Manufacturer narrative:
D4;h4,6: info anticipated, but unavailable at this time.